Event description:
It was reported that the patient's generator could not be interrogated and a blc was requested. There was no programming history data found for the patient's generator. A manual blc was performed for the m 105 implanted on (B)(6) 2014. The start date was for the blc was set as the implant date with settings 1.25/30/500/30/5/1.25/750/30. The blc results show that the patient¿s generator has more than 10 years remaining until neos = yes. Follow up indicated that the programming system was able to interrogate the demo generator and was not suspected to be the issue. The wand battery was also changed during the failure to program event. It was however mentioned that there were a few events that could have led to the issue in interrogating the patient's generator. The programming system was plugged into the outlet at the time of interrogation which could have created electromagnetic interference. The cable attached to the programming system was found to be not entirely secure and this could also lead to communication issues with the generator. Patient has not been seen since that incident and the medical professional was requested to update manufacturer about the patient's generator interrogation during the patient's next visit on (B)(6) 2015.

Event description:
Additional information was received that the patient's generator was successfully interrogated on 05/18/2015 and that it functioned normally.

Event description:
The following was inadvertently left off in the initial report: the nurse practitioner reported that she was able to interrogate the patient's generator prior to this incident and that she does not suspect any issues with the generator.

Manufacturer narrative:
Review of the available programming and diagnostic history. Describe event or problem, corrected data: the following was inadvertently left off in the initial report: the nurse practitioner reported that she was able to interrogate the patient's generator prior to this incident and that she does not suspect any issues with the generator.

Manufacturer narrative:
.